Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: during investigation, the returned cartridge cap was able to fully tighten. A test cap was able to fully tighten and be removed without any defects. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the cartridge cap kept falling off. The cap was reportedly a new cap. The reporter noted that the "threading appears to be bare." It is unclear at the time if the reporter was referencing the threading on the cartridge cap or the threading on the cartridge compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.